Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and shut off. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting found that the pump did not alarm low battery alert before the off no power alert. Customer does not have a new battery to test the pump and was advised to call back later to further troubleshoot. L